Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. One week prior to the visit, the patient had fallen and hit his chest. Since that time, the patient no longer perceived any vns stimulation. The patient underwent generator and lead revision surgery. Attempts for return of the explanted devices were unsuccessful as the hospital does not return explants per their policy. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.